Manufacturer narrative:
D4: primary UDI number, h3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, scratched lcd lens, dented on upstream sensor seal, nicked/dented on both housings. The complaint was verified by visual and functional testing. The cause was the downstream sensor. Replaced the downstream sensor to correct the issue. Repair summary: replaced downstream sensor with dented upstream sensor seal, scratched lcd lens, lcd seal, keypad, overlay, damaged lemo connector, cracked battery compartment, nicked/dented front housing, rear housing, side label and back label. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was an occlusion error. The event occurred during preventive maintenance inspection. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.